Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.50 x 12mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues. There were no signs of damage, lifting or stretching of the stent struts. The crimped stent od (outer diameter) was measured using snap gauge and is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found that hypo tube was broken 202mm distal to the strain relief with multiple kinks along the full catheter length. A visual and tactile examination of the inner and outer polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and slight damage was noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50 x 12 synergy ii drug-eluting stent was selected to treat the lesion. However, during unpacking, it was noted that the shaft was broken. The device was not used inside the patient. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending (lad) artery. A 3.50 x 12 synergy ii drug-eluting stent was selected to treat the lesion. However, during unpacking, it was noted that the shaft was broken. The device was not used inside the patient. No patient complications were reported.